Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen would not respond when pressed. The probable cause was due to contamination caused by fluid ingress found on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.